Event description:
Diagnosis neuro muscular disease. Used poligrip from approx 1999 to 2009. While I was using this product, numbness occurred in both arms. My equilibrium is bad. I am unstable walking. Legs weak. I have a hiatal hernia. Stomach parts get stuck under rib cage. Muscle spasms painful bones and muscles. Legs tingle and cramp severely. Neuropathy nerve damage. All doctors I've seen can not agree what is wrong with me. I can not get a good diagnosis. I need help here. I called poligrips numbers five years ago as I suspected poligrip to be the reason for my decline in health. They told me they did not have to reveal what ingredients were in their products. I said I was sick that my teeth were ill fitter due to the manufacturers of my dentures. I had to use 2 tubes superpoligrip per month. I swallow massive amounts since 1999 - 2009. I have many medical problems. Polygrip stated it is not a food product so they don't have to list it. I told them it is injected. They sent me free tubes. In case files so much, many dates I can't remember. I am confused on dates, month, years. It was so many times at doctors, physical therapy, etc. Not ever been correctly diagnosed about my medical problems etc. Dose or amount: denture cream, frequency: 2-3 x daily. Route: oral. Dates of use: 1999-2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.